Event description:
During acl surgery surgeon used a straight fast-fix. Implants and suture deployed correctly, however, suture pulled free from implants upon tightening. Surgery was completed with 2 curved fast-fix devices. Reported no injury to pt.